Event description:
It was reported that the patient's daughter reached out saying while recharging her mother's implantable neurostimulator (ins)  in the recharger application therapy was showing "off". From her knowledge, they did not turn the ins off themselves and does not know whether or not the battery depleted or turned off itself. They report that the implant was charged to 100% on sunday. Manufacturer representative (rep)  walked the daughter through how to turn ins back on. She then began to recharge the ins and saw within the recharger application therapy was showing "on". When therapy was turned back on it was noted the battery was at 10%.  Agent reviewed incrementing of recharger application, and reviewed that therapy likely turned off even with residual battery in the ins. Agent recommended charging more frequently. Patient rep stated that they will need to turn the patient's therapy back on but they do not know how. Rep offered to assist after the call. Patient will continue to monitor recharging frequency.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). After speaking with the patient¿s daughter, therapy showing ¿off¿ in the recharger application was likely due to battery depletion before recharging again. Issue was resolved. This has been confirmed with the managing healthcare provider (hcp). ***MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.